Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown. A batch review will be performed for the potentially associated lot number h13j04064. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was initially described as the patient suffering from complications and pain, while dealing with an unrelated medical condition. The patient had been hospitalized and remained hospitalized at the time of the report. The treatment for the peritonitis was not reported. The pd therapy was ongoing. The outcome for the peritonitis was also not reported because the nurse declined to provide further information on the event. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13j04064 and was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.